Event description:
Patient alleges dr. Comfort shoe caused an ulcer which turned into an infection resulting in two partial amputations.the foot developed ulcers which turned into an infection from wearing the defective shoe. After two partial amputations, approximately 50% of foot remains resulting in severe mobility issues. The date of injury was (B)(6) 2021 as a result of the inside the shoe coming undone and creating the ulcer and subsequent severe infections.

Manufacturer narrative:
Patient alleges dr. Comfort shoe caused an ulcer which turned into an infection resulting in two partial amputations.the foot developed ulcers which turned into an infection from wearing the defective shoe. After two partial amputations, approximately 50% of foot remains resulting in severe mobility issues. The date of injury was (B)(6) 2021 as a result of the inside the shoe coming undone and creating the ulcer and subsequent severe infections. The shoe has not been returned for evaluation the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.